Event description:
It was reported that, for about two years, the patient¿s pump had not been working and the medication didn¿t go into his spine anymore. It was stated that, after a physician ¿finished whatever¿, the thing ¿stopped¿. About four months prior to report, they stopped using morphine and started putting saline in the pump so it wouldn¿t go off. It was also noted that the patient would be or had been relocated. His physician¿s office gave her referrals, but no one would take a pump patient.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).